Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips using quality control materials. Testing results: qc 1: 3.3 inr , qc 2: 3.2 inr, qc 3: 3.3 inr , all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 297788) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
The occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results from coaguchek inrange meter serial number (B)(4) compared to the laboratory result. The three results from the meter were 3.8 inr with different fingers. Between the measurements, the customer had been to the hospital. The result from the hospital laboratory was 2.8 inr. There was no allegation of an adverse event. The hospital personnel did not trust the results from the meter. The customer has had no changes in medications or diet. Additional discrepant results were identified during the review of the customer's meter memory. On (B)(6) 2018 at 06:01 the result from the meter was 3.5 inr. On (B)(6) 2018 at 06:03 the result from the meter was 2.6 inr.